Event description:
It was reported that the device was not infusing during regular rate but did deliver bolus and demand doses. There was patient involvement but no harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed. During analysis it was found that the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.